Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. During the investigation the formed needle was observed to be bent. Damage was also observed to the distal tip of the soft cannula. It could not be conclusively determined when or how this damage occurred. Fluid was able to flow through the entire fluid path despite the damage. The download data shows an 0x1c alarm was generated after the pod reached the 80-hour limit of operation, upon which operation was automatically terminated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Blood glucose levels reached 400 mg/dl.